Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-15939. It was reported the patient was experiencing ineffective stimulation on her right side. Surgical intervention was undertaken and the physician attempted to reposition the lead but was unsuccessful. The physician then attempted to place a model 3286 lead but was also unsuccessful due to the existing lead pushing the model 3286 lead to the right. The physician then explanted and replaced the patient's existing lead. The surgical procedure was extended by 1 hour. The patient reported effective stimulation coverage postoperative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.